Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that an unspecified cartridge alarm occurred. Customer's blood glucose level ranged from 136 mg/dl to 137 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.